Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: tubing is coming apart at the safety clamp below the pump segment. The IV tubing when opened is found disconnected and cannot be used.

Manufacturer narrative:
Investigation summary: the customer reported separation at the lower fitment of pump segment, and returned 4 top halves and 3 bottom halves of 2420-0007 sets. The complaint is verified by the 4 separations. The root cause was found to be insufficient solvent applied during assembly at the lower fitment. No other failure modes observed. Device history record review for model: 2420-0007 lot number: 22025923 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.